Event description:
It was reported removal difficulty occurred. The 20% stenosed target lesion was located in the mildly tortuous and non-calcified liver. A 150/10 renegade hi flo was selected for use. However, it was noted that the microcatheter became stuck in the hepatic duct and could not get out. The device was removed normally without using additional devices. And procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).